Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited rising pacing impedances on the right atrial (ra), right ventricular (rv), and left ventricular (lv) channels. Additionally, the shock impedance reached a high out of range value on the rv channel. It was noted that the patient was in the emergency room for the past couple of days with an acute kidney injury. Technical services (ts) stated that trends in all four impedances indicate that there is a physiologic change with the patient. Ts provided troubleshooting actions but stated that the impedances will likely trend down when the patient recovers. Ts also noted that the shock electrogram (egm) looks different than presenting and provided programming actions. The device remains in use. No adverse patient effects were reported.